Event description:
Crews responded to a cardiac arrest call, defibrillation electrodes were attached to the patient and the patient was determined to be asystolic. An attempt was made to pace the patient, reportedly the device indicated connect cable and use of the device was inhibited. The device operator checked all the connections and the electrodes. The connect cable message could not be cleared. The patient was not resuscitated. The reporter stated the patient's outcome was not a result of device operation as the patient was doa.